Event description:
User received erroneous result for potassium. One patient sample involved. Initial result 4.0 mmol/l, repeat 3.3 mmol/l. Initial result was not reported. The field service representative could not find any problem with the analyzer, but noted he checked the analyzer. Performance tests were performed.